Event description:
It was reported to philips that disk space was low, system was unable to fluoro and cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform fluoro and cine. Upon troubleshooting, the rse determined that the disk space was low. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found memory issue. The fse deleted all the exams images, performed a database consistency test, which resolved the issue temporarily. Upon further analysis, the fse found that ippc image disk was showing errors in the pc. To resolve the issue, the fse replaced the hard drives on ippc, recreated image store and created a backup with ghost on the new hard drives. After replacement and necessary configurations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.